Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable positioning pin had detached. The event occurred during reprocessing for a diagnostic electrosurgical examination. There was no patient under anesthesia, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the pin was likely due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.